Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion.

Event description:
Boston scientific received information that this device was returned with no additional information. There were no known allegations or complaints against the device's operation, functionality or longevity, and no reports of adverse patient effects. Preliminary analysis determined that the device did not meet longevity expectations.